Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. The device had intermittent button response due to corroded lcd board. No moisture damage on keypad traces noted. The device had cracked reservoir tube lip.

Event description:
Customer reports have moisture under display screen due to going into swimming pool with insulin pump attached. Customer's blood glucose was 84 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.